Manufacturer narrative:
An event regarding alleged periprosthetic fracture involving a custom proximal humerus mig was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: x ray review: the implant in situ was for a proximal humeral replacement combined with a joint saver design and minimally invasive grower. The implant was inserted around (B)(6) 2012. The image provided shows that the distal humeral bone was fractured around the cemented stem and the stem had come out of the canal. An additional plate (non siw) was placed to assist the fixation during surgery. The above observations confirm the reason for revision. The reported issue could be due to patient factors such as extraordinary forces across the elbow or the weaker bone around the implant. Product history review: review of the device history record indicate one device was manufactured and accepted into final stock on 17 sep 2012, with no reported discrepancies. Complaint history review: there have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place on (B)(6) 2018 due to periprosthetic fracture whereby proximal humeral components were explanted. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a proximal humerus mig device approved for compassionate use in the united states. Device not returned.

Event description:
A new prescription form has been received for a revision device due to a periprosthetic fracture around the humeral stem.